Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found faulty plunger clamps in the problem area of the pipetter assembly. The fse replaced plunger clamps and tip clamps and repaired tip wipe-off paper. The instrument was inspected, tested without further problem, and returned to service.